Event description:
The customer reported to olympus that they observed insufficient air flow to clear water from the nozzle. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: insufficient or incorrect reprocessing scope was used. This report is being submitted for the malfunction found during evaluation (insufficient or incorrect reprocessing scope was used).

Manufacturer narrative:
UDI not available; device not distributed in us. During inspection and testing, ultrasonic medium was leaking from the insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the customer was using an insufficient or incorrect reprocessing scope. A definitive root cause of the reported issue could not be identified. Additionally, testing and inspection could not replicate the customer reported problem (insufficient air flow). Olympus will continue to monitor field performance for this device.